Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart. The customer¿s blood glucose level was 135 mg/dl. The customer was able to clear the alarm and able to rewind the insulin pump. The customer reported that on troubleshooting the customer received another unexpected restart. The customer was advised to continue the use of insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.